Event description:
The user observed an "f070" error code message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.